Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a scabbed skin irritation under the lifevest equipment. Patient described the area as headache caused by lifevest hitting patient in the head causing headache, and scabbed irritation on leg. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a wound covering for the skin irritation. Follow up indicated that the skin irritation improved.